Manufacturer narrative:
Lumenis made reasonable attempts to return the subject fiber for eval, however, the user facility did not comply. Therefore, the probable root cause based on the reported event description is fiber breakage, due to bending in contradiction to product labeling. Should additional info be made available, a follow-up MDR will be filed.

Event description:
It was reported that during the procedure, part of the fiber broke inside the patient's kidney. Attempts to remove the fiber were unsuccessful. The user facility reported the patient did not endure any complications.